Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset, successfully resumed insulin use, and issue was resolved.